Event description:
Patient reported pump emergency error of 1836 with cadd legacy pump (sn # (B)(4) main due date: (B)(6) 2018). Did the reported product fault occur while in use with a patient? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver. Dose or amount: remodulin 24 ng/kg/min. Frequency: continuous infusion. Route: IV. Dates of use: (B)(6) 2017 to ongoing.